Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time, a device related thrombus was observed.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time, a device related thrombus was observed. It was further reported that immediately post-implant the patient was on lixiana 30mg and efient. After three months, lixiana was discontinued, and the patient continued efient only. The thrombus was identified via transesophageal echocardiogram approximately four months post-implant. The thrombus was on the surface of the closure device and was laminar. As a result of the identified thrombus, the patient's medication was changed to lixiana and aspirin.

Manufacturer narrative:
B3: previously estimated aware date, confirmed as correct b5: additional information added d4: model number, lot number, catalog number, expiration date, UDI # added d6a: implant date added h6: impact code changed from no health consequences or impact to medication required h6: evaluation conclusion code corrected from cmc - no problem detected to cmc - conclusion not yet available.